Event description:
It was reported by the patient's son that his father awoke to several shocks and was sent to the hospital. He was later airlifted to a different hospital where his rv lead was replaced due to lead problems. It was further reported that there was high impedance greater than 3000 ohms. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported by the patient's son that his father awoke to several shocks and was sent to the hospital. He was later airlifted to a different hospital where his rv lead was replaced due to lead problems. It was further reported that there was high impedance greater than 3000 ohms. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, shock, inappropriate.